Event description:
Additional information was received that the patient did not have the reported end of life issue. Rather, the patient's ipg had migrated following weight loss. The reported surgery to explant and replace the ipg resolved this issue.

Manufacturer narrative:
Correction: the narrative, patient code, and device code were adjusted following new information from the rep.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg reached end of life. As a result, surgery occurred to explant and replace the device, which resolved the issue.